Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening striated on anterior side assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, unknown side rupture. Discovered, during explant surgery. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
This complaint is pertaining to the right side.

Event description:
Healthcare professional reported unknown side rupture discovered during explant surgery. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.